Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed the b/f (bound/free) probe 2 not returning to home position. Fse found broken wire on cable-2 b/f probe pulse motor. Fs replaced the cable -2 b/f probe pulse motor in the instrument. The b/f wash probe 2 is now functioning with no issues and the errors cleared. Fse ran quality controls (qc) and all results were within acceptable range. The aia-2000 instrument was performing within specifications and the reported errors cleared. No further action required by field service. A 13-month complaint history review and service history review for serial number (B)(4) for (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints were performed. There was one (1) other similar complaint identified during the searched period. The aia-2000 operator's manual under chapter 6: system operation and appendix 4: error messages state: error 2043 b/f wash control start delay is generated when the b/f wash control operation failed to complete within the designated 18 sec cycle. The solution for the customer is to contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of b/f wash. Error 2050 scheduler control start delay is generated when the scheduler control operation failed to complete within the designated 18 sec cycle. The solution for the customer is to contact tosoh service center or local representatives. Error 4451 b/f probe 2 home detection failure is generated when the home sensor failed to activate after b/f probe 2 moved toward the home position. The measuring operation is suspended. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported event is due to broken cable-2 b/f probe pulse motor.

Event description:
On (B)(6) 2018, a customer reported getting errors 2043 b/f wash control start delay, 2050 scheduler control start delay , and 4451 b/f probe 2 home detection failure on the aia-2000 instrument. The customer was unable to run patient samples on prolactin (prl) and follicle stimulating hormone (fsh). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: age of device: changed to 7 years.